Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a remote transmission showed a single high, out of range pacing lead impedance measurement. The high impedance could not be reproduced in clinic. The patient was asymptomatic. During the explant procedure, all pins were found securely in the device header. High impedance was not reproduced; no noise observed via device and analyzer. The lead was explanted and replaced.